Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause and/or corrective actions.  Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time.

Event description:
(B)(4) - litigation papers allege: patient was implanted with a depuy asr hip on his left side on or about (B)(6) 2007. Patient is permanently harmed by severe metal poisoning and metallosis from the metal debris of the asr implant. Patient had the left asr hip implant explanted on (B)(6) 2009 and underwent another revision on the left hip on or about (B)(6) 2009. Update 01/24/2012 of plaintiff's preliminary disclosure form was received which identified part/lot information. The complaint and associated MDR's were updated. There was no new information that would change the outcome of the investigation. Update rec'd 3/28/2013- ppd and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated infection with a loose stem and cup. There was no mention of metallosis or metal poisoning as litigation alleged. All implants were removed and prostalac was placed. Patient was reimplanted on (B)(6) 2009. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: 2/24/2015.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the reported devices was not possible as they were not returned. A search of the complaints databases against the provided product and lot code combinations identified no similar or related reports. The search/review of device history records was not possible against the unknown devices. The patient was originally implanted with depuy devices in (B)(6) 2007 and revised for infection and subsequent component loosening in (B)(6) 2009. It is not likely or reasonable to conclude the depuy devices contributed to the patient's reported infection almost two years post primary implantation. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.